Event description:
The customer reported that the unit had a very noisy ECG trace through paddles and fails the opcheck test.

Manufacturer narrative:
The customer reported that the unit had a very noisy ECG trace through paddles and fails the opcheck test. The unit was evaluated at philips, and the failure was verified. Replacing the power pca resolved the failure.